Manufacturer narrative:
D4 - lot # changed from blank to pd1k07082211. D4 - expiration date changed from blank to 1/8/2024. D4 - unique identifier (UDI) # was updated to (B)(4). H4 - device mfg date changed from blank to 7/8/2022.

Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 465 mg/dl, while wearing the pod between 1 and 4 hours on the leg. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.